Event description:
Nellcor account mgr reported that a pt was intubated and placed on a ventilator with an f102 of 100%. The pt was being monitored with another co's pulse oximeter, an unk pt cable, an a max a adult oxygen sensor. The monitor reading was sp02 of 92%. An abg was drawn with the pt still reading an sp02 of 92%. The abg result was an sa02 of 68%. There was no adverse impact to the pt.